Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor would not rotate due to a worn out motor. Therefore, reported condition was confirmed. It was further determined that the was a hole in the hose by location 1 of the muffler. It was determined that the worn out motor was due to normal wear over time. It was determined that the hole in the hose was due to a manufacturing fixture during assembly which has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-testing process, it was observed that the motor device was not working. There were no delays in the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.